Event description:
It was reported that the bronchovideoscope distal tip exploded due to the detachment of cover and the bending section cover (a-rubber) was missing. There was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the distal tip exploded due to the detachment of cover and the bending section cover (a-rubber) was missing. Based on the results of the investigation, the most probable causes are possibly due to some kind of stress such as damage or deterioration of parts. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.